Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 164 mg/dl. The customer stated that they are stuck in rewind complete/bolus delivery loop. The customer advised to disconnect from the insulin pump. The customer was advised to hold down act untiil they receive 2nd seriees of beeps and or numbers appear on the display. The customer stated that they don't received 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.